Event description:
It was reported that, "when the surgeon was opening the product, the cocr pressfit stem was dusted with the powder of the sponge. Therefore, the surgeon implanted spare product instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.